Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The target lesion was located in the non calcified and non tortuous subclavian artery. The 12 x 40/75cm mustang balloon catheter was inflated to 6atms, and ruptured. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon identified no tears or holes. The device was attached to an encore inflation unit and that balloon was inflated to its rated burst pressure of 14 atmospheres with no leaks noted. The inflation device was verified at 14 atmospheres (atm) before and after use with a calibrated pressure gauge. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of not confirmed will be assigned. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The target lesion was located in the non calcified and non tortuous subclavian artery. The 12 x 40/75cm mustang balloon catheter was inflated to 6atms, and ruptured. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.